Event description:
User advanced the needle to desired position and felt resistance during first attempt but successfully obtain the first biopsy. The needle cannot be advanced during second attempt. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot c2074602 of echo-19 was returned in it's original packaging for evaluation. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 22 february 2024. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract with difficulty. Stylet removed from device without issue. Stylet re-inserted into device without issue. Needle removed from device and kink below sheath extender observed. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2074602 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the proximal kink below the sheath extender observed during the lab evaluation contributing to the needle advancement issues reported. This kink may have occurred due to some over torque on removal of device post first pass or on attachment for second pass. Another possible root cause could be attributed to positioning of the device within the scope causing the difficulty of the needle exiting from the sheath or the device possibly being held at an angle when trying to advance the needle. It is also possible that the lesion was hard and difficult to penetrate which contributed to the difficulty encountered in advancing the needle and the subsequent kink observed on it. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-aug-2024.